Manufacturer narrative:
W4tr01 crt-p was implanted on (B)(6) 2017. 459888 lead was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar low impedance warning. The ra lead remains in use. No patient complications have been reported as a result of this event.